Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2018, the rest rate was shown as 70 min-1 while the basic rate was 60 min-1 on a printed report. On the programmer screen, it was observed that the rest rate was 50 min-1, with the background in yellow. The rest rate was then programmed to 60 min-1.

Event description:
Reportedly, during the follow-up performed on 23 april 2018, the rest rate was shown as 70 min-1 while the basic rate was 60 min-1 on a printed report. On the programmer screen, it was observed that the rest rate was 50 min-1, with the background in yellow. The rest rate was then programmed to 60 min-1.

Manufacturer narrative:
Preliminary analysis results showed that the reported behavior most probably resulted from an incorrect management of the rest rate algorithm by the programmer software.

Event description:
Reportedly, during the follow-up performed on 23 april 2018, the rest rate was shown as 70 min-1 while the basic rate was 60 min-1 on a printed report. On the programmer screen, it was observed that the rest rate was 50 min-1, with the background in yellow. The rest rate was then programmed to 60 min-1.

Manufacturer narrative:
(B)(4).